Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the viewing station and the uninterruptible power supply (ups) required replacement. Replacement parts were sent to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. Testing found that the uninterruptible power supply (ups) failed the 5 minute load test on the battery. Indicating an electrical failure due to the battery not holding a charge. The viewing station computer was returned to the manufacturer for analysis. It was confirmed that the fan was generating a loud noise, indicating an electrical failure. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, when attempting to perform the post-operative confirmation spin. The viewing station restarted unprompted. To resolve the issue, the radiologic technologist (rt) had to shut to switch off for the troubleshooting to work. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.